Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8596sc, lot# serial# unknown, product type: catheter. Product ID: 8578, lot# serial# unknown, product type: catheter. Product ID: 8709, lot# serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient's implantable infusion pump system. It was reported on (B)(6) 2016 that while trying to remove it from an old pump a catheter broke. The patient's status was unknown. No patient symptoms were reported. The patient's medications were unknown. The patient's medical history was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative regarding the patient¿s broken catheter. It was reported that the catheter was not broken. When the healthcare provider (hcp) tried to disconnect the catheter from the pump, the white catheter cover slipped down, so the hcp thought he had broken it. He was able to detach catheter properly and used the existing catheter.